Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat3 aspiration catheter. During the procedure, the cat3 aspiration catheter fractured in the patient's artery. Approximately 50 centimeters of the cat3 aspiration catheter (distal portion) remained in the artery. The physician successfully removed the fragment using a snare device.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the indigo system cat3 aspiration catheter was fractured approximately 105.5 cm from the hub in the proximal shaft. The distal segment is approximately 49 cm in length. The break site shows evidence of material deformation. The indigo system separator 3 was lodged inside the catheter. Conclusion: the complaint has been evaluated. The complaint indicates that the indigo system cat3 aspiration catheter was fractured during withdrawal from the patient. Evaluation of the returned device confirmed that the proximal shaft of the catheter was fractured. This fracture occurred in the middle of the polymer material and not at a material junction. The break site showed evidence of material deformation indicating that the catheter polymer material stretched before yielding causing a fracture. Based on the visual analysis of the break, it appears that the force placed on the device during withdraw exceeded the tensile strength of the material. The penumbra system separator flex 032 was tangled in the unraveled support coil of the catheter, causing the separator to lodge inside the catheter. There were no other issues noted during evaluation of the separator. These devices are 100% visually and dimensionally inspected for damage during processing. In addition, the lot history records for the indigo system cat3 aspiration catheter were reviewed and all tested units met the specification for tensile strength. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.